Event description:
Reportedly, the device was explanted at implant due to damage to leaflets. Per the customer experience report, the event is described as "valve leaflet damage. After valve implant, the surgeon found the folding (about 2mm) of leaflet. He thought it was fine and the operation proceeded. After operation, he found mr I-ii from echo. He thought that suture might press the leaflet because of technical error, so that he processed the re-op. After re-opening, he checked the valve, but couldn¿t find any visible suture damage. The 29mm valve was explanted and 31mm valve was implanted with same technique. After operation, there was no abnormal symptom by echo and the operation was successfully completed. Opinion: surgeon thinks that the valve leaflet itself had abnormality rather than operating technical issue."

Manufacturer narrative:
In 2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. The following month, customer letter was sent with evaluation and DHR review results. This was determined to be reportable per edwards lifesciences procedures. X-ray. Evaluation summary attached: slight indentations in the free margins of leaflet 1 and 3 are detected at commissure 1; suture track is detected at the described area. The findings suggest that a suture most likely looped over commissure 1. No other inconsistencies detected.

Manufacturer narrative:
The sales rep's follow-up & review: with expired valve sample (tricentrix system), the operation situation was demonstrated by doctor. Sales rep provided the re-training of tricentrix system. It is strongly suspected that after valve implant, the suture (or something else) on tricentrix holder might damage the leaflet in the process of removing the holder. No patient information was provided. No other information reported. Device history record (DHR) review has been started.